Event description:
Initial result for a pt co2 was 35 mmol/l. When repeated, the result was 24 mmol/l. The incorrect result was not reported. The field svc rep was unable to determine a reason for the discrepancy.